Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer was asked if recalls any significant events leading to the alarm and said nothing unusual. The customer was advised the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.